Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating a malfunction to the device. Review of the device log found battery calibration messages that effect the runtime indicator not displaying the actual run time for the battery; therefore, will not alert the user of a low battery condition. The zoll x series operator's guide (pn: 9650-002355-01) (rev g) states, "for best performance of the battery, you should recalibrate the battery as soon as possible." The battery interconnect assembly and returned battery are to be replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would intermittently not power up. Complainant indicated that the clinician removed the battery and reinstalled it to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.